Event description:
User facility notified quality systems by phone and faxing of MDR user facility report. Reported hemolysis event. Dialyzer reprocessed with renalin 11 times. According to nurse manager, the pt was undergoing hemodialysis with cobe equipment with the designated cartridge (blood tubing set) and the reused dialyzer. The recorded arterial pressure (pre-pump) was- 164 at 400cc/min blood flow. After 40 minutes of treatment pt developed nausea, hypotension(103/60) and was treated with oxygen(2l) and volume (300cc IV saline). Bp increased to 152/63. At that time "the pt's blood looked different." Two serum samples were tested and found to be "grossly hemolyzed". Dialysis was terminated without returning the pt's blood (not rinsed back). Hematocrit decreased from 49.1% to 39.6%, according to medwatch info. The pt was admitted for 24 hrs and discharged stable. No transfusion required. The customer saved the bloodtubing (no lot number recorded) and the dialyzer for analysis. Customer requested that the dialyzer be "tested".